Manufacturer narrative:
Reported event of corewire break. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer reports # 3005099803-2011-03628 and 3005099803-2011-03187. It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the suture would not release and the stent would not deploy in the common bile duct. The scope channel was reported as 3.7. The guidewire was in the patient and in the delivery system at the time of the event. The procedure was completed with an rx stent (bsc). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The stent was returned with a guidewire, and additional information confirmed on (B)(6) 2011 that the guidewire was a boston scientific device. On (B)(6) 2011 a preliminary investigation revealed that the guidewire was a dreamwire guidewire and that the guidewire's core wire had fractured, making this a reportable event.

Manufacturer narrative:
A visual examination of the returned device revealed that the corewire had fractured in three different sections. The ptfe jacket had peeled and accordioned, exposing the corewire. The guidewire was returned stuck in a stent section, however it was able to be removed for analysis. The fractures of the guidewire were analyzed by scanning electron microscope (sem) and this analysis revealed that all the failures sites present evidence of mechanical cut marks and a shaved appearance, which could be related to the interaction with a sharp or metal instrument used during the procedure. No materials anomalies were found. It is possible that unstated procedure and possibly clinical factors may have contributed to the damages found, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Taking into consideration the results provided by the analytical lab, the visual inspection and the event description, the most probable root cause for this incident could be "operational context." A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 13058935.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. These two events are reported in manufacturer reports # 3005099803-2011-03628 and 3005099803-2011-03187. It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the suture would not release and the stent would not deploy in the common bile duct. The scope channel was reported as 3.7. The guidewire was in the patient and in the delivery system at the time of the event. The procedure was completed with an rx stent (bsc). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The stent was returned with a guidewire, and additional information confirmed on (B)(6) 2011 that the guidewire was a boston scientific device. On (B)(6) 2011 a preliminary investigation revealed that the guidewire was a dreamwire guidewire and that the guidewire's core wire had fractured, making this a reportable event.